Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the chronic atrial fibrillation patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise and noise reversion episodes were observed. No intervention was reported. The patient was stable and will continue to be monitored.